Event description:
It was reported that a large volume folfusor underinfused during infusion. The device contained 2800 mg of 5-fluorouracil with expected infusion of 48 hours. Upon visiting the patient, the nurse discovered that the device remained full. Consequently, it was decided to keep the device in place for an additional 48 hours. However, after additional infusion time, the medication had still not been administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 12-17, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.